Event description:
While treating a pt with the model 3100a, the displayed frequency as set for the oscillator was unstable, shifting from 9 to 12 h3. The oscillator was audibly shifting correspondingly. The pt was moved to another 3100a without compromise.